Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with scs leads implanted. It was reported the physician explanted the leads with fluro, but some shearing may have occurred, and components abandoned. It was unknown if any components of the leads remained. The physician stated he would remove the abandoned leads during a pump implant later on (B)(6) 2018. It was stated that all explanted components will be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if any components were abandoned since the leads sheared. It was confirmed that the leads did shear. No further complications were reported.